Event description:
On (B)(6) 2010, patient reported that "it looks like there is corrosion around the piston rod in the pump." Verified that the corrosion that he is referring to may be crystallized insulin. Patient stated he does not recall spilling insulin in the infusion device, but said it is possible. Patient reported he noticed the crystallized insulin about a month ago. Patient stated he may have had some insulin come out of the insulin cartridge when he was inserting his cartridge into the infusion device at one point. Advised to make sure infusion tubing is attached to the insulin cartridge before inserting it. Patient reported that it seems like the piston rod is not making a "clean" sound anymore. He stated it sounds different and he feels like something is wrong with it. Patient no longer has insulin cartridge or infusion adapter that may have caused the issue with the insulin in the infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.